Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer blood glucose level was 165 mg/dl. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer stated that the self test was not passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies. No pump error 23 or pump error 49 noted during testing.